Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional armada 18 device is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat heavily calcified popliteal and superficial femoral artery. The 4.0x60mm armada 18 balloon dilatation catheter (bdc) ruptured during the first inflation at atmospheres (atms). A 5.5x150mm armada 18 (bdc) ruptured during the second inflation at 12atms. Another unspecified armada was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.